Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it is not responding to touch. The customer reported there is a spot on the screen. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected component, a vela front panel assembly, for evaluation. An evaluation of the component found liquid ingress and duplicated the reported issue of a huge spot on the screen and an inactive touch screen.